Event description:
During a lumbar laminectomy the midas system began making an irregular noise. The tip of the device became hot to the touch.this is the fourth such incident with a midas rex hose since they all were changed out 2 months ago. They have been noisy, hot to touch, and exploding. Event has been forwarded to biomed. This drill was sent back to vendor for evaluation.